Manufacturer narrative:
(B)(4).

Event description:
It was reported that the incident occurred in the micu. The catheter was under the opsite dressing. The catheter appeared to be broken cleanly at the hub with no stretch or signs of wear. There was no leak, no blood loss and no intervention required. However, the device was removed and a peripheral IV was inserted into the pt. There was no delay in treatment and no pt death or complications reported.